Event description:
(B)(4). I have had my uterus full of scar tissue and is the past 9 months have had to have it cleaned out 3 times and now I have to have a hysterectomy. I am very bloated, in pain all the time in my lower right and left sides and my lower back. I have very low energy.